Event description:
Total left knee replacement. Personal opinion -- the otis knee is a method of doing "assembly line" total knee replacement procedures. The doctor that butchered me, was on a local cable access show - where I first heard of this - detailing how he would be able to put in a new knee in 20 mins., and lead me to believe it was for the pt safety, less risk of infection. Oh brother!, we are so sterile in operating rooms now, that's a bogus spin if I ever heard one! The otis knee is done as an assembly line procedure, to get more knees in pts, in less amount of time. Doctors who use this method only want to maximize their profit margins at the expense of pt safety! I'm relatively young, most elderly would be affected by this. It's a bad product - in my opinion - opt for this. Again, it's an assembly line procedure trying to get more pts in, and out. Last time I checked, I wasn't a model-t. I had bone-on-bone, and needed to have a knee replacement. I was never told that this otis knee was not really custom, and did not have FDA approval - at the time of my surgery, it did not. After surgery, I was in excruciating pain. No one helped me. All the people at that hospital knew, or should have known that I was not doing well. I had never gone through this before - - so I had nothing to compare it to. Post-op, I was bed-ridden for over 3 weeks. I could not move, or bear weight. I was in agony. I kept asking the doctor what was wrong with me, and he would say things such as: "you have a low tolerance to pain," "you're a late bloomer" etc. When I asked him what was wrong with me, he said "I don't know, I'm only human." In 2008, at a post-op, still in a lot of pain, he looked at the x-ray and barked "if you want me to put a new knee in you, I'm not going to do that!" I didn't really want to go through that agony again, and thought there was something really wrong. I went to a get a second opinion. I had to have 75% of my femur removed, 50% of the tibia was damaged, all the "new" knee component was replaced, I was in surgery over 6 hours. This was not a readjustment or "revision". It was a total reconstruction! Dates of use: 2008. Diagnosis or reason for use: bone on bone left knee.